Event description:
It was reported that a patient underwent a total hip replacement procedure on (B)(6) 2024 and suture was used. The patient had a right total hip replacement, closed with absorbable vicryl sutures no referral even in the report. Post-op, in 2025 the suture did not dissolve and required prolonged dressing care until date#1. After the removal of the other pieces, a large piece was removed in february. Occurrence period: 4 months. Date of implantation: (B)(6) 2024. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). H6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm, how many devices demonstrated the alleged deficiency? If product was removed: what was the appearance of the suture during the removal? If re-suture/re-closure was performed: was reoperation necessary to remove the suture and re-close the wound? Was the suture trimmed in physician¿s office? Was the suture removed in a routine post-op procedure? Was the suture removed in a reoperation procedure? Was a prescription for steroids or antibiotics issued for the patient's recovery? If yes, please provide medication name, route and dose. Any pictures available for visual analysis? What is the most current patient status? Please provide product code. Please provide lot number. Please confirm if the devices are available for product return. If yes, confirm the quantity of devices available for product analysis and perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). The manufacturing records could not be reviewed as the batch/lot number is unknown. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.